Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease fold. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified a striated edge opening and crack opening on diaphragm valve. Based on the device analysis the final assessment is: a striated edge opening on the anterior side due to surgical damage and a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.